Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer's low blood glucose value was 39 mg/dl and high blood glucose level was 324 mg/dl at the time of the incident. Another blood glucose level was 70 mg/dl. The customer alleged that the insulin pump was under delivering because their blood glucose did not go down even though they delivered several amount of insulin. The customer was assisted with troubleshooting for low blood glucose. The customer stated that the symptoms related to high blood glucose such as blurry vision, thirsty and symptoms related low blood glucose level were sweating, mental confusion, inability to follow simple commands. The customer treated low blood glucose level with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer stated that they performed displacement test and insulin pump did pass it. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed 27.925 units of normal bolus were delivered on (B)(6) 2022 between 00:00:00.000 and 23:59:00.000. Unable to confirm high bg's and low bg's. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and minor scratches on lcd window. In summary, customer allegation for under delivery was not confirmed. Unable to confirm high bg's and low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.